Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed, the analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed right ventricular defibrillation coil was flexed. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being removed and replaced due to prophylactic replacement. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.